Manufacturer narrative:
(B)(4). Batch #: u94720. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure the blade of the device was broken. There were no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 2/1/2021 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. In addition, the blade was not broken off as reported. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. The device was disassembled to inspect the internal components and it was noticed that the retention pin insulation was damaged. Damage to the pin coating could result in alert screens, such as "relaxed pressure in blade", ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The device blade was individually tested and no anomalies were noted with its functionality. It should be noted that product failure is multifactorial. No conclusion could be reached as to what caused this issue. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.